Event description:
It was reported that upon power up the unit gave error code 1. This occurred 3 times. No case involvement. No pt consequence. Unit is being returned for repair.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis site confirmed the customer's complaint and found the main pcb was causing the unit to have the error 1 code. To correct the customer's complaint the analysis site replaced the main pcb on the unit. Complaint info is trended on a regular basis to determine if further investigation is warranted.